Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow-up, increased capture threshold was observed on the right atrial (ra) lead. In addition, the sensing decreased. An x-ray examination was performed and no visible lead position changes or damage was observed. The ra lead was capped and replaced with no adverse consequences to the patient. The patient was stable.